Manufacturer narrative:
The returned device was evaluated. During investigation a loose cable was observed at the display board which could potentially impact device functionality, however, the device passed all functional testing. The customer complaint could not be duplicated.

Event description:
It was reported that the units will not stay on when unplugged or units will turn off in a few minutes of unplugging them. No known impact or consequence to patient.